Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured on some electrodes and the patient felt a light sensation when they turned their head to the right side. The sensation was in the position of the extension near the neck. No external factors were reported to have contributed to the event. The implantable neurostimulator (ins) was interrogated and reprogrammed. High impedances were measured on the right and left side. Therapy impedances were measured to be within normal limits. The ins was programmed to 9-, 11+ at 1.5v, 210 usec, and 130 hz on the left side and 13-, 14+ at 2.5v, 210 usec, and 130 hz on the right side. The ins was previously programmed to use electrodes 9 and 10 on the left side. No surgical intervention was taken and it was unknown if any was planned. It was unknown if the issue was resolved. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the high impedances or sensation in the patient's neck remains unknown. No additional diagnostics or troubleshooting was done, but an appointment to have the system checked again was scheduled in two weeks. The patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.